Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit(ecu) failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine functional bench testing, prior to sterilization, it was observed that the small battery drive device was not working. It was further clarified that the device would not run. The reported event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.